Event description:
A patient reported experiencing inaccurate erratic results with a fasttake meter. The patient's blood glucose results were 174mg/dl (meter), 106 mg/dl (lab). Tests were done less than 10 minutes apart with a difference of 64%. Patient did not experience any adverse events. No further info has been reported.